Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw4037 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was maintained on (B)(6) more than one month after placement. The customer found that the catheter was damaged and leaked liquid.

Event description:
It was reported that the catheter was maintained on august 17, more than one month after placement. The customer found that the catheter was damaged and leaked liquid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong catheter was provided for evaluation. The catheter is shown within patient use. The photo captures a spraying leak in the catheter at a region near the insertion site. The characteristics of the damaged catheter section could not be clearly inspected from the image provided. Based on the information provided, possible contributing factors include stylet damage, damage during handling, and over-pressurization. Since a leak in the catheter was observed in the image, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.